Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24980. It was reported that the patient presented remotely via (B)(6) . Review of transmission revealed noise oversensing on the right ventricular lead. The atrial lead also exhibited oversensing due to electromagnetic interferences (emi) or myopotentials. No changes or intervention was performed. The patient condition was stable.

Event description:
New information received notes that the right ventricular and atrial lead were capped and replaced on (B)(6) 2021. The patient condition was stable.